Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set # 402) several times throughout a long time. The change of new pc/ purge disc was observed, yet the console still had a problem in detecting purge disc. The returned console was tested the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (or missing at blue disc retainer). The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) experienced purge cassette/disc not detected. This aic was replaced with another aic. There was no patient harm reported.